Event description:
A pt had a loss of therapeutic effect, as no stimulation sensation was felt. Stimulation was noted as having stopped approximately 3 weeks ago. The pt was lying in bed, when a "horrible" pain occurred on the opposite side of the implanted device. The pt couldn't get out of bed, and the pain lasted for about 3 days; until the device stopped working. The pt's symptoms were noted to have been in both legs. It was noted that therapy was used for pain in the pt's right hip. Reprogramming was attempted without success. The pt was scheduled to see their physician on (B)(6) 2010. It was noted that x-rays were taken, however, results were unk. It was noted that there was no known accident or incident that occurred that could be related to the issue/event. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).